Event description:
Bedside rn performed tracheostomy tube change. The trach that was pulled out of the patients stoma's cuff was assessed thoroughly by bedside rn and trach rn and was deemed to be working properly. About 4.5 hours later, rn went to take the trach to sterile processing however it was noted that sterile water was still in the pilot balloon but the cuff was completely deflated. Bedside rn, ube and rt at bedside agreed this trach was not holding the 1.4 ml of water appropriately. FDA safety report ID # (B)(4).